Manufacturer narrative:
Device available for evaluation - yes. (B)(4). Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with stage I diffuse lamellar keratitis in the left eye one week post treatment. Account reported there was no loss of best corrected visual acuity (bcva) and they increased the topical steroid dosage. The patient complained of foreign body sensation in the left eye.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.